Manufacturer narrative:
A ge service representative performed an on site investigation. The contacts on workstations boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.